Event description:
It was reported that during a knee surgery the bearing of the device broke. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe (B)(6) 2023: it was confirmed that no broken parts fell into the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-1999 serial/batch number 8002026 was received for investigation. Functional testing was not performed due to the damage to the device. Upon visual evaluation, it was noted that the instrument ratcheting system was disassembly. Per DHR review certificate of conformance manufacturing year 2020. It is still being determined how many cleaning cycles the device has been exposed to. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.